Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and reviewed, the imagery confirmed that the sheath liner was torn and there was a sheath liner strand. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. The complaint for sheath liner torn was confirmed based on evaluation of the device related imagery provided. Available information suggests procedural factors (withdrawal of altered balloon profile) and/or patient factors (calcification) likely contributed to the event. While it was reported that the degree of vessel calcification was mild no 3mensio report was provided for further assessment even mild calcification can create rigid focal points within the vessel increasing the risk of mechanical stress on device components. Incomplete deflation of the compatible balloon device prior to removal from the sheath can damage the liner. A balloon burst or tear could also make it difficult to deflate the balloon and would alter the balloon profile during removal. The force required to withdraw the balloon could then lead to tearing or weakening of the sheath liner. Calcification can damage the exposed portion of the sheath liner which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system or balloon catheter. The complaint for sheath liner strand was confirmed based on evaluation of the device-related imagery provided. However, no manufacturing nonconformance was identified during evaluation. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Evaluation of the provided imagery confirmed presence of a liner strand on the distal liner. While, mild, calcification was reported in the patients access vessel, this vessel characteristic could create a challenging pathway by creating rigid focal points that increase friction during withdrawal. Calcification could damage the exposed portion of the sheath liner via direct interactions with sharp calcium nodules, leading to immediate cutting/tearing or weakened liner. Compromised liner integrity could give rise a strand if compounded with retrieval of a balloon with an altered profile. It is also possible that the burst balloon got caught on the sheath liner during removal, leading to creation of a strand in the process. As such, available information suggests that procedural factors (withdrawal of altered balloon profile) and/or patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that during a transfemoral tavr with a 23mm sapien 3 ultra resilia valve, during deployment and using the final 1cc of additional volume with a 23mm commander delivery system (ds) the balloon burst transversally. While adding the last 1cc it is believed that the balloon made contact with calcium in the sinotubular junction causing the rupture. There was difficulty removing the balloon catheter out of the 14fr esheath due to the rupture and more force than normal had to be used. Upon removal of the 14fr esheath+ the sheath was found to have liner damage having liner strands due to the force needed to remove the sheath from the ds. There is also possibly a torn liner. The degree of calcium in the annulus/leaflets was moderate, the degree of tortuosity was mild, the size of the annulus was 443, and the minimum luminal diameter was 6.2mm. The valve was successfully implanted, there was no injury to the patient, and the patient is in stable condition.